Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture, far p-wave oversensing and low sensing was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead dislodgement was confirmed to be the cause of the event. The rv lead was repositioned to resolve the event and the patient was in stable condition.